Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with dka. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
An insulet territory manager reported that the customer was recently admitted to the hospital with diabetic ketoacidosis. No further info is available. The pt's parents did not respond to voice mail.